Event description:
It was reported that the power cord was discarded and therefore cannot be returned for product analysis.

Event description:
It was reported that the handheld device would not power on despite being connected to the power adaptor. The power adaptor was plugged into multiple power outlets and a hard reset was performed, but the issue continued. The handheld power supply has not been returned to date.